Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "inserted iab initiated pumping, pump started, then stopped. Wouldn't inflate. High-pressure alarm switched consoles- error still the same. Removed iab and placed another 30cc iab. When removing the initial 30cc balloon, it seemed still wrapped at the distal 1/2". No patient harm or injury. The patient status is reported as "fine".